Manufacturer narrative:
Evaluation summary: the product sample was not returned to the medtronic laboratory; however, a picture was provided by the customer for analysis. The returned sample did not meet specification as received. The reported condition was confirmed. The investigation found that according to the graph there was a failure in the ph sensor of the bravo capsule resulting in false high reading of ph. The investigation identified the cause of the reported event to be ph sensor of capsule. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a study which the capsule detached early. A repeat procedure on a different day was necessary. There was no patient injury.